Event description:
It was reported that during a percutaneous coronary intervention difficulty removing a balloon catheter occurred. Vascular access was obtained via the femoral artery. The de novo lesion was located in the severely calcified left circumflex artery (lcx). Rotablator ablation of the lcx with a 1.5mm burr was performed. The rotawire guide wire was exchanged for a non bsc guide wire. The 15mm x 2.5 nc quantum maverick balloon catheter was advanced and inflated three times to 26 atms, and was removed successfully. Upon reinsertion of the nc quantum maverick balloon catheter resistance was encountered at the coronary aorta. The physician attempted to remove the balloon catheter however, upon withdrawal the non bsc guide wire was also withdrawn. Therefore, both devices were removed together as one unit. Once removed the balloon catheter was tested with a non bsc guide wire and was able to advance distally with little resistance. Severe resistance was encountered when pulling the device proximally. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)